Event description:
It was reported that one patient that was treated bilaterally with the custom-vue treatment on a previous date and that patient was undercorrected about -1.75 or -1.50 in both eyes. As a result of this patient was enhanced.

Manufacturer narrative:
Event date - not provided. (B)(4). The clinic is reporting this adverse event only and did not request or require clinical support. All pertinent information available to abbott medical optics has been submitted.